Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. This device was manufactured in 2013. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.

Event description:
It was reported that impacted fem implants and cracked the bumper in half. No delay. Patient was not harmed. No more information provided yet.